Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a device check was conducted and no issues were observed.

Manufacturer narrative:
Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt weird after having used a continuous positive airway pressure mask which contained magnets. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.